Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Por occurred on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). The device was at elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned an analyzed. Analysis was inconclusive. The analyst noted that the field-reported power on reset (por) could not be replicated. The analyst also noted that visual examinations failed to reveal evidence of device malfunction that would account for the reset as no evidence of external or internal arcing or hybrid anomalies were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the field-reported power-on-reset. Visual examinations failed to reveal evidence of device malfunction that would account for the reset. No evidence of external or internal arcing was observed. Additional hybrid analysis demonstrated the device to be fully functional with no repeatable power-on-reset. No hybrid anomalies were observed. Battery analysis revealed lithium-plating breaches found along the top edge of the anode separator adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the power on reset event resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.